Event description:
The technician alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found this side rail center arm was broken. The side rail center arm was replaced by the technician to resolve the issue.